Event description:
It was reported that the ilet device was dropped, the screen bezel separated, and the display split open, after which the screen was not usable and the user experienced minor fingertip shocks; the device was not synced prior to shutdown, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem resulting in loss or failure of bonding associated with the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.